Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead would not release the stylet after repositioning during a lead revision. The lead was extracted and replaced, and the patient was fine following surgery.